Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patients leads were explanted and replaced on (B)(6) 2021, which resolved the issue.

Manufacturer narrative:
E1: additional information was obtained for updated reporter information.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2. Manufacturer reference report number #: 1627487-2021-14101. It was reported that the patient had fallen and the cervical lead migrated. Surgery may occur to address this issue.